Event description:
It was reported that a pediatric user experienced recurrent low glucose after eating lunch and then participating in recess while remaining connected to the ilet pump; education was provided to pause or disconnect the pump during physical activity and the lows were treated at school with oral glucose such as juice or honey. Symptoms included hypoglycemia with lowest reported values in the 50¿60 mg/dl range and no other clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.